Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k082590.

Event description:
On (B)(6) 2010 the lay user/ patient's relative contacted lifescan (lfs) alleging that the onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began on the afternoon of (B)(6) 2010 between 1:30pm and 2:00pm. The relative reported blood glucose results of "44, 48, and 203 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known in the documentation if the patient was taking any diabetes medications or made any changes to her diabetes management routine at the time of the alleged issue. At an unspecified time, the reporter claimed the patient was feeling shaky before the alleged issue began. In response to the symptom, the reporter claimed that the patient denied receiving any medical treatment after the alleged issue began. At the time of troubleshooting, the cca verified an approved sample site was used to obtain the results from the subject meter and that the unit of measure was set correctly at the time of testing. The patient did not have the test strips available to perform a quality control test. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to the issue. Therefore the meter did not contribute to the patient's symptoms. In addition, the patient did not receive medical intervention. However, this complaint is being reported because the alleged issue remained unresolved.